Event description:
It was reported that the patient with this pacemaker expired one day post-implant of the device. No allegations were made against the device. The cause of death was reportedly a myocardial infarction.